Event description:
Mps reported cuts were off. Arm aligned properly and checkpoint passed but when going in to cut it seemed to be cutting deep. They tried reregistering twice and surgeon said arm kept going deep on distal cut. They tried swapping physicals and attempted to do tibial cut but the checkpoint was off by like 7mm even after reregistering.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: camera was cleaned. Auto-arm calibration was performed. Optical compliance, and a full pre-surgery were performed to ensure function. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: a review of complaints related to p/n 219999, robot number: (B)(6) shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. A review of the case file data also did not confirm the failure as the case files were not made available for review. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.